Event description:
After further review by the manufacturing facility servocare systems ab, this complaint has been re-classified as an MDR reportable event in 2003. During routine maintenence, the bio-med turned on the n2o tank connected to the manifold. The kion n2o regulator has a large leak. There was no patient incident. The fse has been dispatched.